Manufacturer narrative:
H11: the actual device was not available; however, two (2) photographs of the sample was provided for evaluation.the photographs were reviewed and showed broken occluder legs beneath the twist clamp confirming an internal leak through the closed twist clamp. There is no external fluid leakage shown in the photos. A broken occluder feet will result in a leak, fluid flow through the set. The reported condition was verified. The cause of the condition could not be determined, however exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body (light blue) and twist clamp (white part) of a minicap extended life pd transfer set which resulted in leak. The event was further described as ¿the white part had separated from the light blue part of the extender and liquid was leaking¿. This was observed during use of peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic antibiotic treatment. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.